Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss in the right eye of a patient with two patient interfaces, during lasik surgery. There are two related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stabile during the whole day. The log file shows eighteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment. So the reported issue is not caused by the system or the used patient interface. The info message "vacuum pumps stopped by foot pedal - treatment is aborted" indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user did not restarted the treatment. No technical root cause could be identified. The system was working within specification. The root cause is user handling. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).